Event description:
It was reported that the autoplex system was being used in a procedure when the cement was observed to leak. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the autoplex system was being used in a procedure when the cement was observed to leak. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on the investigation findings, the claimed condition was confirmed on both units. Upon evaluation, cement leakage was detected between the luer spindle and luer housing from the extension tube assembly. The o-ring (one of the two o-rings assembled) was partially shifted from the grove and broken causing cement leakage. Although a definite root cause could not be confirmed, the most probable root cause can be associated, but not limited to: excessive injection pressure causes failure at component junctions leading to cement leakage. O-ring is damaged/ improper material/improper design/ insufficient o-ring compression the o-ring was placed into groove incorrectly. Poor seal between luer housing and luer spindle.